Event description:
A 63-year-old male with glioblastoma started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, as part of the protocol ef-41/ keynote d-58: "a phase 3, randomized, double-blind, placebo- controlled study of optune® (ttfields, 200 khz) concomitant with maintenance temozolomide and pembrolizumab versus optune® concomitant with maintenance temozolomide and placebo for the treatment of newly diagnosed glioblastoma. " while enrolled, the patient experienced the serious adverse event of hydrocephalus which required hospitalization. On (B)(6) 2026, the subject was randomized into the study. On (B)(6) 2026, during a routine ophthalmological examination, the subject was observed with bilateral papilledema without any associated visual impairment or change in neurological status. On the same day, the subject was referred to the emergency department and was subsequently admitted to the neurosurgery ward. On (B)(6) 2026, brain CT scan revealed early-stage hydrocephalus and increased frontal edema. No relevant laboratory investigation was reported at the time of this report. The subject received treatment with dexamethasone. Dexamethasone dose was increased from 2 mg/oral/qd to 6 mg/day on (B)(6) 2026. Procedure/surgery was performed for the event (procedure/surgery performed was not specified at the time of this report). No action was taken with study device, pembrolizumab/placebo and temozolomide due to this event. On (B)(6) 2026, given the stability of symptoms, the subject was discharged from the hospital on the same day. The event was ongoing at the time of this report. Initial information was received on (B)(6) 2026.

Manufacturer narrative:
The investigator considered the event as possibly related to pembrolizumab or placebo, possibly related to study device, not related to temozolomide and not related to study procedure. The investigator reported that the relationship to pembrolizumab/placebo and study device could not be excluded. As per the investigator, the alternative causality was not applicable. Based on review of available data, the sponsor assessed the event to be possibly related to pembrolizumab or placebo, not related to study device, not related to temozolomide and not related to study procedure. There is no known or biologically plausible mechanism by which the optune device is expected to induce cerebrospinal fluid flow obstruction, intracranial pressure changes, or ventricular enlargement. Hydrocephalus is not identified as a known or expected device related risk in the optune investigator¿s brochure or clinical trial experience. Therefore, a causal relationship between the optune device and the event of hydrocephalus is considered unlikely by the sponsor. Pembrolizumab, an immune checkpoint inhibitor, is associated with immune mediated inflammatory adverse reactions affecting the central nervous system. Such immune mediated or inflammatory processes may plausibly contribute to altered cerebrospinal fluid dynamics leading to secondary hydrocephalus in rare cases. Given the temporal association observed, a causal relationship between pembrolizumab/placebo and hydrocephalus cannot be completely ruled out, therefore the sae was assessed as possibly related to pembrolizumab/placebo in agreement with the investigator. Note: as this is a clinical patient, no information can be provided about the device used (device ID, UDI in section d.4 and manufacturer date in section h4.).